Event description:
A patient reported blood glucose results of "126 mg/dl" and "276 ml/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient performed several blood glucose tests with one specific lot number (#1019453/ calibration code #16), within one day. Pt opened 3 different vials and kept repeating blood glucose tests throughout the day. With the very first vial the pt opened, they obtained 2 readings, which exceeded the expected value less than 20% and/or less than mg/dl. At 11:16 am patient obtained a "178 mg/dl" and took 12 units of humalog lispro. At 12:54 pm pt obtained a "173 mg/dl". Pt obtained a "173 mg/dl", "190 mg/ld", and "153 mg/dl" at 1:46 pm and took an additional 6 units of humalog lispro. At 2:06 pm pt obtained a "153 mg/dl". At 2:37 mg/dl" pt obtained a 126 mg/dl" and a "47 mg/dl" on their back up meter. Pt started to look pale, feel a cold sweat and started shivering. Pt felt that their symptoms were more closely related to the back up meter reading. Pt tested again at 2:44 pm with both meters and obtained a "276 mg/dl" with lfs meter and "64 mg/dl" on the back up meter. The patient decided to open a new vial of strips. Patient tested several times with test strips from the second vial before they opened the third vial. There were no results from either the second or third vial, which exceeded the expected value less than 20% and/or less than 20 mg/dl. The patient did not receive any medical care from a healthcare professional and suffer an adverse event or serious injury. Patient could not recall their hematocrit level. The hematocrit range, if outside the acceptable range, would increase or decrease the test result. Patient used a different stick with each blood glucose test and used proper testing techniques. The patient did not have control solution. The customer service rerpesentative replaced the meter and test strips.